Event description:
Nellcor received a report of three occurences that the locking tabs on the inner cannulas were stripping. The customer reported that this was preventing the inner cannulas from locking into place. There was no pt harm reported.